Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2014. According to the complainant, during the procedure, the patient was intubated and was under anesthesia. The distal tip of the guidewire detached in the patient's pancreatic duct, exposing the tip of the metal corewire. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.